Event description:
During acl repair, after bone cutter shaver started, the shaver shed metal fragments and filled the pt's knee with metallic debris. Surgeon vacuumed out as much of metallic debris as possible.